Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 year and 9 months after the dental implant was installed in intraoral region #29 it was verified its loss of osseointegration. The patient presented bone type ii.